Manufacturer narrative:
Philips has investigated this complaint. Philips field service engineer (fse) inspected the system onsite and confirmed that the wireless footswitch has no connection and the cause of the issue most likely circumstances or a hardware defect. The exact cause of the issue is unknown. To resolve the issue, fse provided the work around and updated the software. After troubleshooting, the system was returned to use in good working order. There are two generations of wireless footswitches and base stations. The newest generation has a software bug which can cause loss of wireless connection, and philips initiated medical device correction z-0476-2022/field safety corrective action (2021-igt-bst-020) for this generation. This complaint is related to the previous generation of the wireless footswitch which is not affected by the software bug. For the previous generation of wireless footswitch, philips has also initiated a field safety corrective action (2022-igt-bst-011). The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device stopped producing x-rays during a procedure. No harm was reported. A philips engineer visited site and identified an issue with the wireless footswitch. The customer was advised to use the wired footswitch.